Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18005336, description: next generation anchor kit-sterile a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Lead sc-2218-70, sn: (B)(4): the complaint has been confirmed. Visual and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that analysis of an explanted lead confirmed the lead was fractured. There were no exposed wires.